Manufacturer narrative:
(B)(6).

Event description:
It was reported that guidewire entrapment occurred. A 110cm, 8cm v-18 control wire guidewire was selected for a procedure in the radial cutaneous vein. During the procedure, a balloon catheter became stuck on the wire and could not move back and forth. The entire guidewire was removed and the procedure was completed with another v-18 wire and balloon catheter. No patient complications nor injuries were reported.